Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission noted right ventricular oversensing alert due to sensing t-waves. The patient presented for in office check on an unknown date. The patient was fine during and after the procedure. No additional information was reported.